Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the customer's advia 1800 system parameter setting was on the default "0" setting. The "0" setting prevents the instrument from performing reruns in dilution. The repeated samples are ran "neat" (undiluted). The ccc changed the advia 1800's system parameter setting to "1", which allows for the repeat tests to run with dilution. This issue did not affect results that did not provide a numerical value, such as ">" or "/////". The customer was notified of these results and they were manually diluted at that time. The cause of the auto-dilution repeat tests not being performed is due to a system parameter setting being improperly set. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported that their advia 1800 instrument is not performing required auto-dilution testing. There are no known reports of patient intervention or adverse health consequences due to auto-dilution repeat tests not being performed.